Event description:
The customer reported that a baby was being monitored and they state that although red and yellow alarms on the spo2 were alarming, the nurses state that they did not hear a blue alarm.

Manufacturer narrative:
The customer reported that a baby was being monitored and they state that although red and yellow alarms on the spo2 were alarming, the nurses state that they did not hear a blue alarm. Based on the available info, we will consider that there was a delay in treatment in an event that warranted emergent care. The customer is alleging that the pt in room 406 had a low spo2 desat conditions (lower than the set limits) and the monitor did not alarm. The available data shows that the monitor alarmed for spo2 desat twice, once at 17:06 hours, and another time at 17:07 hours. The alarm logs not showing that the alarms were silenced is consistent with the alarms being silenced/suspended at the bedside monitor. The monitor worked as intended. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.